Event description:
During coil embolization of the basilar artery aneurysm, two coils were placed without difficulty. During placement of the 3rd coil, the physician felt the coil size was too big and therefore attempts were made to withdraw the coil. During withdrawal, the coil detached and was partly within the aneurysm and partly (approximately 10 cm) in the basilar-vertebral artery. The coil was fixed within the basilar artery by stent implantation. It was reported that there was no patient injury and no neurolgical failure.